Event description:
It was reported that at the user facility, a long black hair was found in the sterile packaging of the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that at the user facility, a long black hair was found in the sterile packaging of the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not been returned for analysis at this time. Additional information will be submitted when the device is received, and if additional information is received and requires reporting. The device has not been returned for analysis at this time.

Manufacturer narrative:
During the visual inspection of the product, a black hair was found inside the sterile pouch. A manufacturing issue was determined to be a probable cause of the hair in the packaging. A nonconformance was opened to evaluate the event.the hood will not be returned to the user facility, as it is not a repairable product.the product involved in this reported event was a t4 hood, catalog number 0400800000, and not a flyte hood, catalog number 0408800000.